Event description:
During an MRI infusion, a pt received an over-infusion of propofol. The hospital reported the pt received approximately 40 ml in a short period of time. No pt injury occurred.

Manufacturer narrative:
The pump has been examined by iradimed corporation and found to operate within specification. The infusion set used during this event was discarded by the hospital and is not available for inspection. Investigation is still in process. A follow-up report will be filed within 30 days of this report.